Event description:
It was reported in an e-mail that a 2 month old patient was intubated with the tube and that the tube and the connector separated from each other. It was reported in the e-mail that the patient required manual ventilation and was reported to have been without ventilation for an unspecified amount of time. It was reported in the e-mail that the patient recovered with no ill-effects.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusion can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted. Warnings: when a patient's position or the tube placement is altered after intubation, it is essential to verify that the tube position remains correct. Any tube displacement should be corrected immediately. When properly sized, there may be a slight leak around the tracheal tube resulting in a loss of tidal volume with positive pressure ventilation. Compensatory adjustments may need to be made as dictated by expert clinical judgement. Exposure to elevated temperatures and ultraviolet light should be avoided during storage. Precautions: should extreme flexing (chin-to-chest) of the head or movement of the patient (e.g. To a lateral or prone position) be anticipated after intubation, use of a reinforced tracheal tube should be considered. The user should be alert for anatomical variations, and reliance on the reference lines or pre-cut indicator should not be substituted for expert clinical judgement. The 15 mm connector is seated so that it can be removed with effort if pre-cutting of the tube is desired. Follow the suggested directions for use to evaluate the tube and connector for suitability if pre-cutting is considered. Always assure the connector is firmly seated in both the tracheal tube and the breathing circuit to prevent disconnection during use. Non-standard dimensioning of some fittings on ventilator or anesthesia equipment may make secure mating with the tracheal tube 15 mm connector difficult. Use only with equipment having standard 15 mm fittings. Expert clinical judgement should be exercised in the selection of the appropriate size tracheal tube for each individual patient. If lubricating jellies are used in conjunction with the tracheal tube, follow manufacturer's application instructions. Excessive amounts of jelly can dry on the inner surface of the tracheal tube resulting in either a lubricant plug or a clear film that partially or totally blocks the airway. Use of lubricating jelly to ease connector reinsertion is not recommended as it may contribute to accidental disconnections. Use of a tracheal tube pre-cut to a standard length should not, under any circumstances, be substituted for expert clinical judgment in selecting tube size and length. Intubation and extubation should be performed following currently accepted medical techniques.